Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged the pump having failed batt test alarm, cosmetic damage. Thus was utilized and downloaded trace/history files properly. Pump passed the displacement, self test, active current measurement. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test alarm noted during testing. However, pump received with a high sleep current measurement and found in the pump history multiple failed battery alert (104)) on (B)(6) 2021 07:21:25. 07:21:31. 07:21:41. Pump was cut open to perform visual inspection and found moisture damage battery connector, internal battery connector, pcb1 during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had cracked keypad overlay, scratched case. In conclusion, pump received with a high sleep current measurement and unexpected failed battery test alarm in the pump history due to moisture damage pcb1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that the insulin pump was exposed to moisture. Customer stated that the contacts on the battery cap were not missing or damaged or corroded. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.